Manufacturer narrative:
This event occurred in (B)(6). Quality control was acceptable on date of patient testing. The investigation is ongoing.

Event description:
The initial reporter questioned a low elecsys probnp ii immunoassay result on a cobas e411 rack. On (B)(6) 2020, the initial bnp result was 38 pg/ml and reported outside the laboratory. On (B)(6) 2020, the physician questioned the initial result and requested repeat testing. The customer performed repeat bnp testing and the repeat result was 695 pg/ml. Bnp reagent lot used for patient testing was 412999 with expiration date requested but not provided.

Manufacturer narrative:
As only one sample had a discrepancy on the date of patient testing, a general reagent and instrument issue could be excluded. The investigation determined the issue is consistent with a preanalytical sample handling.